Event description:
It was reported that the patient underwent a surgical procedure to reimplant this artificial urinary sphincter (aus) due to cuff erosion. The aus cuff, pump, and balloon were explanted and no new device was implanted at the explant procedure. A new aus cuff, pump, and balloon was implanted on (B)(6) 2021. The patient is doing well.